Event description:
Per dealer, arms missing, seat & back ripped, basket broken, things overheating. That was the only information the dealer had. Not sure what was overheating. This information was forwarded to (B)(4) email.